Event description:
Additional information received reported the patient received assistance from the physician or manufacturer representative (rep) and had their concerns resolved on (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient wanted help with reprogramming. It was reported the patient was laying down the sunday prior to report and she went to get up and had a nerve spasm down her leg. It was noted it was painful and it caused her to temporarily be unable to move. It was logged there was a burning sensation. It was reported that on the day of report the patient was feeling burning in her foot, ankle, and calf. It was logged the patient never had therapeutic effect. It was noted the patient's main pain was on the right side, but she had not been able to get relief for it yet at the time of report. It was reported the patient had programs a, b, c, and d and had tried them all. It was logged the pain "felt like it effected her brain sometimes." It was noted the patient originally had one lead put in and a second was put in (B)(6) to try to help with pain. It was reported it "hadn't helped yet."

Manufacturer narrative:
Concomitant products: product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 37746, serial # (B)(4), product type programmer, patient; product ID 3778-60, serial # (B)(4), product type lead. (B)(4).